Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device had an issue of system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be lower aux failure which requires replacement to address this issue. Evaluation found the device was turning on and off while on battery mode due to suck pins on the rear case. Rear case replacement required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of system error 322 ¿link switch error (low)¿. And turning on and off while on battery mode. No additional information is available.